Event description:
Customer reported blood tubing "exploded" while infusing on a patient and blood went everywhere. ER supervisor said that this was due to a kink in the tubing. The facility's risk manager and biomed checked the set and did not find any signs of a kink. No patient/user harm was reported. No additional information was available.

Manufacturer narrative:
(B)(4). Facility indicated the set was discarded. The lot number was not identified, therefore lot history record review could not be performed.